Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2023, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 10, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 12, 2024.